Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion and posterior spinal fusion at the thoracic spine to the iliac. Sometime post op, it was found that the hook had migrated. A revision surgery was performed to correct the problem. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.